Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. How much surgiflo was used during the procedure? 8. Was the surgicel product left in place? 9. Was surgiflo removed or left in the patient after hemostasis? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. Were cultures performed? If yes, results? 12. Has any additional surgical or medical intervention been performed? 13. What is the surgeon¿s opinion of why the patient experienced the infection? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar spine procedure on (B)(6) 2024 and absorbable hemostat was used. The patient underwent surgery for lumbar disc herniation. Fluid gelatin and hemostatic gauze were used during the surgery. The surgery went smoothly and the patient was discharged. The patient developed fever after the surgery and came to the hospital for further treatment 12 days later. Considering postoperative infection of the lumbar spine, the patient was given antibiotics for active treatment. The patient's symptoms improved without any special discomfort and was discharged. 273 days after the surgery, the patient was admitted to the hospital again for postoperative pain in the lumbar spine and underwent surgery on (B)(6) 2025; a removal of spinal internal fixation device+wound perfusion and soft tissue incision drainage surgery. The patient was discharged after the wound healed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Additional information: h10. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Lot. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: - the lot number originally reported to for product code 1963, 1ab1011, is not valid. Please clarify the lot number associated with this complaint. --received information as following from sales rep via phone today. The lot number is unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.